Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on the day of implant that the patient's right atrial (ra) lead had dislodged as evidenced by loss of atrial capture. The ra lead was repositioned and remains in use. The patient is a participant in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.